Manufacturer narrative:
The technical service's consultant commented that since the gain was set at 2x, the sensed signal must be less than 0.5 mv. The range of the shock impedance was 53 to 64 ohms. Electrogram noise was reproducible any time the patient's left arm was raised in both primary and secondary which suggests that the device was moving. Boston scientific received information from the field clinical representative that no invasive intervention or additional reprogramming is planned at this time. The available information suggests that this device and electrode remain in-service. Boston scientific received information from an aicd warranty validation and lead registration form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The device and electrode were explanted due to a product performance issue (ppi). The device was received at boston scientific's return product department in late-august 2018. The device is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A complete electrode was returned severed in two segments (5.5 cm from the terminal pin). Set screw mark was noted to be located in the correct location on the contact pin. Testing was completed to assess electrode electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific¿s technical services (ts) in late-may. The fcr reported that this patient received an inappropriate shock associated with electrogram noise and oversensing. The fcr was able to reproduce the clinical event during patient isometrics (arms raised overhead) with the sense vector programmed in primary and secondary. The fcr had received information that the patient¿s arms were raised overhead at the time of inappropriate shock delivery. The fcr commented that the alternate sense vector appears more appropriate; however, the r-waves are approximately .4 mv. Ts suggested more extensive testing (various postures and isometrics) with the device programmed in the alternate sense vector. The fcr was informed that the device¿s smartpass feature would not likely activate. If alternate is not an acceptable sense vector, ts discussed the need for an x-ray to consider surgical options. Boston scientific received additional information that various patient positions were performed and the alternate vector sensed appropriately with no reproducible electrogram noise. The device was permanently programmed to an alternate sense vector. No x-rays were obtained and the patient did not suffer any complications or injury as a result of inappropriate shock delivery. Boston scientific received information that this field clinical representative contacted boston scientific's technical services in early-november 2017. The technical service's consultant was informed that this patient had received an inappropriate shock about a week ago due to electrogram noise. Fluoroscopic images were received which showed that the device and electrode's position was adequate. The electrode may be slightly to the left of the sternum. At the time of shock delivery, the sense vector had been programmed to primary. The sense vector was reprogrammed to alternate; however, smartpass was not enabled.